Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The reported event was not reproduced by the actual device inspection and evaluation. The forceps elevator was properly working. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. The reported issue was not able to be duplicated as the elevator was working properly, however, physical damage to the device was observed. There were frayed wires observed within the bending section mesh and a rough patch on the insertion tube. The light guide lens was found with a crack. The identified parts need to be replaced. The device was placed for repair.

Event description:
It was reported that the device forceps elevator does not move down at all. The elevator unit is not functional. No further details were provided regarding the event. There was no patient involvement reported on this event.